Event description:
Dexcom was made aware on 10/17/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced a skin reaction with infection at the needle puncture site which occurred on an unspecified day after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. On (B)(6) 2024, the patient was experiencing pain and discomfort with continuous glucose monitor (cgm) use, therefore, the sensor was removed. After removal, the patient reported the site was infected, therefore, she consulted with a doctor about the skin reaction. The doctor diagnosed the patient with a skin infection and prescribed oral cephalexin and topical mupirocin cream. At the time of report, the patient stated the skin reaction had healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).